Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient was scheduled for revision surgery on (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID: 977c290; lot#serial#: (B)(6); implanted: on (B)(6) 2018; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID 977c290, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 16-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. Caller stated that patient's lead had migrated from c1 to c2 (although later stated it had migrated cephalad, towards patient's head). Caller read through patient's notes and patient had reported worsening of stim coverage for the last 6 months and having progressive issues throughout their body. Caller stated patient had appointment on (B)(6) 2021 with neurosurgeon and then had CT scan performed on (B)(6) 2021. Caller stated hcp discussed with patient that they may need to remove or replacement or all of the system. Caller stated patient's controller showed full body eligibility but caller inquired about eligibility given recent information about lead migration. Tss reviewed that we would not recommend scanning patient as it is unknown if lead migrated out of epidural space and lead must still be in epidural space for full body eligibility. Tss reviewed facility could take imaging to confirm lead placement or direct patient to hcp to discuss lead migration and ensure MRI mode programming has been updated if needed.